Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that cinchlock ss pull wire broke at the handle. The surgeon opted to cut the pull wire flush with the anchor using a suture cutter. No surgical delay or adverse consequences was reported. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: pull wire stuck in anchor. Probable root cause: design: - poor mechanical advantage of locking feature. - materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: - locking mechanism not manufactured or assembled to specification. -incorrect heat treatment applied. Application: - not enough force applied. - user unfamiliarity with device. (B)(4).

Event description:
It was reported that cinchlock ss pull wire broke at the handle. The surgeon opted to cut the pull wire flush with the anchor using a suture cutter. No surgical delay or adverse consequences was reported. The procedure was completed successfully.